Manufacturer narrative:
Concomitant products: product ID 64002, lot # n418263, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type adapter; product ID 3387s-40, lot # v167182, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v167182, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: 2009, product type extension. (B)(4). Analysis of the adaptor found adaptor was not completely seated in the connector port, setscrew impressions on the #1 connector.

Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n418263, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: adapter. Product ID 3387s-40, lot# v167182, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v167182, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension.

Event description:
It was reported that there were high impedances, greater than 40000. It was noted that high impedances initially started with just contact 7. Upon removing and cleaning and placing the adaptor back in the implantable neurostimulator (ins) all contacts except contact 4 were over 40,000. The adaptor was replaced with a new one and the impedance was normal. Adaptor was implanted on (B)(6) 2014 and explanted on the same day. It was noted that there was a lead/extension issue and the issue could not be identified in the surgical field. Impedance testing was done. Issue was resolved. The cause of the issue was impedances. Patient was alive with no injury and no patient symptoms were reported. Additional information received reported that the patient was turned on and resumed therapy with no issues. Additional information received reported there was a malfunction/ wire compromise. The device was used within patient for treatment. There was no patient death and the patient recovered without sequela.